Manufacturer narrative:
Section d4, model number, catalog number, primary UDI number: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a display screen issue with the system monitor was confirmed via the submitted customer video. The system monitor (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted with events spanning approximately 3 hours ((B)(6) 2024 at 09:22:41 to 12:13:50 per time stamp). There were no notable events active in the log file, including no sudden drops in pump speed. Pump operation was not affected. The submitted customer video revealed the system monitor displaying a ¿0¿ for pump speed for a short amount of time. Additional provided information stated a cause for the speed drop on the system monitor was not identified, that the patient¿s function was normal following the drop in speed shown on the system monitor, that the speed drops on the system monitor did not re-occur, that the patient was stable at that time but expired on (B)(6) 2024 due to cardiorespiratory arrest, and that the outcome was not considered to be device or therapy related, and that the pump would not return. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pump speed. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the system monitor was rebooted. The screen issue resolved on its own.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump speed went to zero twice in a short span of time. The patient was stable with minimal inotropic support. The cause of the speed drops was unknown. It was advised that the monitor should be rebooted, all lab investigations should be checked, and log files should be submitted. Log files captured low flow events on 12mar2023 and 110 pulsatility index (pi) events on 12mar2024. The speed reading on the system monitor briefly read 0 rotations per minute (rpm) in the submitted video. Review of the submitted log files revealed no evidence of a speed drop or pump stop event. An echocardiogram (echo) was performed. No left ventricle unloading issues were noted, the interventricular septum (ivs) was in mid position, and the aortic valve was opening intermittently. The patient's right ventricular function was acceptable. The patient expired on (B)(6) 2024 due to cardiorespiratory arrest. The death was not considered to be device or therapy related.